Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter; product ID 8590-1, serial # (B)(4), implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
The patient had been doing well with her pump. She was able to straighten her legs and the pain caused by her spasticity was greatly improved. On (B)(6) 2012, her spasticity began to return for no apparent reason; there had been no falls or unusual movements. She was admitted to the hospital with unrelated medical problems and while hospitalized the pump managing physician was asked to see her and rule out that the increased spasticity was caused by the catheter or a pump related problem. The logs did not show any motor stalls. While attempting to do a dye study, the physician was unable to aspirate the catheter. The dye study was aborted and the catheter was replaced. The new catheter was connected to the existing pump and the pump was started at a reduced daily dose. They planned to observe the patient and titrate her dose during her continued hospitalization. The device system was delivering lioresal 500mcg/ml; pre-op dose: 699 mcg/day and post-op dose: 250 mcg/day. Additional information has been requested; a follow-up report will be sent if information becomes available.